Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that evis x1 video system center, the image goes dark. The processor is randomly shutting down during cases. This can occur, pre a case when setting up or even during a case. The processor will generally restart itself but this can be problematic if occurring during a case (the screen is black whilst occurring). The processor was sent back for review/repair and to my knowledge nothing was found to be an issue, but the problem is still occurring. Often daily. Sometimes multiple times during a list. There are also situations in which an communication error message will be visible on the screen when a photo is taken, and the photo will be on the screen but not transfer in to the provation system. The issue occurred during the procedure. The procedure was unknown. There was an unknown delay in procedures and it involved several patients. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.